Event description:
Pt required surgery status post colonoscopy with biopsy using the disposable microvasive radial jaw 3 with needle forcep. Pt required sigmoid resection. Surgical findings: small sigmoid side wall tear.